Event description:
The facility rep reported to customer service, a pump observed that fails to give an end of syringe alarm. The event occurred during bio-med testing. No pt injury or medical intervention was reported. No add'l info is available.

Manufacturer narrative:
During baxter's product evaluation the reported condition of a pump that fails to give an end of syringe alarm was confirmed. The root cause was due to an inoperative mechanism board. The problem was corrected by replacing the mechanism board. The device was returned to the customer on 10 may, 2008. The mfg facility has been made aware of the report through baxter's complaint management tracking system. The mfg facility will continue to monitor reports for possible trends.